Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [12893896-20/398] was not found for the reported catalog # [410067-integra]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ip bodyset,120-000xy, no set leaked after installing the infusion system. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was observed that the set had a leak after installing the infusion system."